Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the balloon material identified no tears. A microscopic examination of the balloon material identified a pinhole. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the pinhole site. The pinhole was located at 1.3cm proximal to the proximal edge of the distal markerband. No issues were noted with the balloon material or markerands which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous unspecified vein. The 6.0mm x 40mm, 40cm mustang¿ balloon catheter was advanced at the proximal anastomotic site for dilatation. Four dilations were performed at 18 atmospheres. However on the fifth inflation at 20 atmospheres, the balloon ruptured. The lesion was dilated enough with this device and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous unspecified vein. The 6.0mm x 40mm, 40cm mustang balloon catheter was advanced at the proximal anastomotic site for dilatation. Four dilations were performed at 18 atmospheres. However on the fifth inflation at 20 atmospheres, the balloon ruptured. The lesion was dilated enough with this device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).